Manufacturer narrative:
(B)(4). The device was manufactured april 13, 2015 ¿ april 14, 2015. The device was received for evaluation with approximately 73ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed by removing the cap from the device¿s distal luer. After the cap was removed, the device was found to flow normally without stopping until the bladder was completely empty. After emptying the device, the device was refilled with dextrose solution, flow testing was performed, and normal flow was again confirmed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. According to the report, the device was filled with an unspecified volume of fluorouracil and glucose and connected to the patient. After 48 hours, the patient returned to the clinic to disconnect the pump. The no flow event was then discovered as the device was found to be full. The patient was administered fluorouracil in a syringe due to the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.